Event description:
The customer reported that during coronary artery bypass graft, pt suffered 2 degree air emboli. The air emboli coincides with incorrect installation of perfusion tubing into heart lung machine and removal of an anti-reflux valve system. Procedures were in place describing proper tube installation. Experienced perfusionist installed left ventricular tubing incorrectly. Customer also reported that although procedural, safety checks exists, engineering controls on perfusion tubing does not exist.